Event description:
It was reported that the patient with this device sought medical attention due to device shocks. The device has since been programmed off and technical services (ts) contacted for review and root cause assistance as data failed to upload from the device as expected. The engineering level review of device history, confirmed multiple inappropriate shock therapies, as well as, corrupted data files. It was recommended that the device be explanted and returned for laboratory analysis, which was later confirmed completed. The explanted device was later returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header and lead barrel showed no anomalies. There were tool and electrocautery marks on the device case, most likely induced during the explant procedure. Telemetry could not be established, and magnet application did not produce the expected audible tones. A radiofrequency wakeup test was performed, and no wakeup pulses were observed. The device case was opened, and the battery voltage was measured at 2.09 volts which was too low to support device function. All three cells of the battery were confirmed to be abnormally depleted. Using the device data the random access memory (ram) firmware image was compared against the stored copies in the flash memory. Analysis determined that a single event upset (seu) induced bit flip occurred at one of the devices internal clocks responsible for storing current values to various memory locations. The corrupted value at this location resulted in the device not storing data in the appropriate memory location, leading the device to perform both charge and deliver shock therapy inappropriately. In addition, analysis also noted that the memory corruption left the high voltage power supply persistently enabled following a charging event, leaving the device in a high-power state which subsequently depleted the battery.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device sought medical attention due to device shocks. The device has since been programmed off and technical services (ts) contacted for review and assistance with root cause as data failed to upload from the device as expected. The engineering level review of device history, confirmed multiple inappropriate shock therapies, as well as, corrupted data files. It was recommended that the device be explanted and returned for laboratory analysis, which was later confirmed completed. The explanted device was later returned for analysis and no additional adverse patient effects were reported.